Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent proximal to another endeavor rx drug-eluting coronary stent previously deployed in the rca #3. Prior to this, the physician failed to deploy another MFR's stent. It is reported that, during delivery of the relevant device, the stent was caught at the calcified lesion in rca #2 and dislodged from the delivery system. Although reported that the lesion, located in the rca # 1-3 and described as totally occluded with severe calcification, was pre-dilated, the possibility exist that the pre-dilation may have not been sufficiently effective in opening the vessel to allow placement of a stent. It is indicated that resistance was experienced during the procedure and the some force was applied during the attempted placement of the relevant stent. The physician attempted to withdraw the in-deployed stent using a snare catheter or a guide wire but failed. It is reported that the undeployed stent was crushed at the location of dislodgement using another stent (details unk). The pt is reported to be fine and no other sequelae were reported. The physician commented a severe calcification caused this event.

Manufacturer narrative:
Evaluation: results - (stent dislodgement), (severe calcifications, 100% stenosis), (force applied during attempted placement of the stent). Conclusion: (severe calcification, 100% stenosis), (force applied during attempted placement of the stent). Other ( secondary intervention: the dislodged stent was crushed using another stent).